Manufacturer narrative:
Device evaluation- one photograph was provided for evaluation. One used device was returned for evaluation. The device sample (infusion cassette) was visually inspected: this showed no abnormalities. The device was attached to an infusion pump and the device was primed and an infusion was started with the cassette attached. Throughout the functional testing, the device delivered medication as specified. No alarm messages occurred. The reported issue could not be confirmed with the returned device.

Event description:
Information was received indicating that a smiths medical cadd 100 ml medication cassette reservoir was not detected by the patient's pump. There were no reported adverse events.